Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) with syncopal episodes at home with reported loss of consciousness for about 5 and 20 minutes. The patient also experienced mental status changes and an unresponsive episode. The log file captured low flow events on (B)(6) 2022 which did not last long enough to trigger an alarm. It was later communicated that the patient was significantly symptomatic and unable to sit up or stand up. The patient reportedly had to crawl around their house, since being upright caused syncope or near syncope. The patient does not experience any symptoms when lying down. Additionally, it was determined that the patient was not hypertensive or hypovolemic. The patient reportedly was hypotensive and had some peripheral edema. No suction events were reported despite the high pulsatility index (pi) of up to 9. The issues were thought to be due to an obstruction in the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pump obstruction could not be confirmed through this evaluation, as no imaging was submitted for evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported syncope and altered mental status could not be conclusively determined through this investigation. The submitted log files captured transient low flow fault flags on 31oct2022 - 02nov2022 that did not last long enough to trigger low flow hazard alarms. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction," lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 also contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.